Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Potential for injury associated with an unknown custom power wheelchair where the joystick will shut off after 10 minutes whether or not the user is active in the chair. This could cause the user to become stranded.